Event description:
It was reported that foreign material was observed in nine (9) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred from (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: nine (9) actual samples were received for evaluation. Unaided visual inspection along with magnification with fill port caps removed observed a loose foreign material inside the fill port connector area of two (2) samples. The particle in the first sample was a colorless liquid that did not keep its shape when manipulated, and was identified to be dextrose. The particle in the second sample was a dark irregularly shaped central mass with colorless fibers having inconsistent diameter, was approximately 0.2 mm at the longest linear dimension, and was identified to be cellulose fiber. The reported condition was verified for the 2 samples; however, was not verified for the remaining 7 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.